Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective charged coupled device unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video scope was unable to achieve white balance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: green image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem was unable to be confirmed. The device evaluation however did find that the image was green due to a defective charged coupled device. The device evaluation also discovered that the cover glass of the insertion section was cracked and protector of the video cable section was cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.